Event description:
It was reported by the customer that after only 6 months of the device being in service, without use, that the battery was dead. There were no reports of patient use associated with this event.

Manufacturer narrative:
The device is not currently available for inspection by physio-control. The device has not been returned to physio-control for investigation. The root cause of the reported failure cannot be determined. The customer did receive a replacement battery.